Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple procedure, while on the head of pancreas, there was a staple line bleeding after the firing. Staple line seemed correctly formed. A reinforcement using a suture along the staple line was used to solve the bleeding.